Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: oversensing and high rate atrial sensing were reported. It was also reported that the patient died on (B)(6) 2022. No device allegations were reported in conjunction with decedent information. Should additional information be received, this file will be updated.